Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. During visual inspection, the instrument was found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged as result of the main tube breakage. Components adjacent to this broken main tube do not show damage. There was no material missing from the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that the maryland bipolar forceps instrument tip was bent and detached from arm. There was no report of patient involvement or patient injury.